Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files captured pump stop alarms and driveline disconnect alarms on (B)(6) 2023 at 23:57 and on (B)(6) 2023 at 01:23 and 09:44. The pump stop alarms were due to driveline disconnects. The left ventricular assist device was functioning as intended. Related manufacturer reference number: 2916596-2023-08806 (pump)

Event description:
It was reported that the log files also captured a backup battery fault during those events. Additionally, there were intermittent backup battery fault alarms all throughout the log files.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events of driveline disconnect and backup battery fault alarms were confirmed by review of the submitted log file. The submitted log file contained data spanning approximately 5 days (B)(6) 2023 per timestamps). Driveline disconnect alarms were observed at 23:57:15 on (B)(6) 2023, 1:22:57 on (B)(6) 2023, and 9:44:26 on (B)(6) 2023. The driveline disconnect events lasted for 3 seconds, 2 seconds, and 4 seconds respectively. These driveline disconnects were associated with pump stops, which will be addressed under MFR #2916596-2023-08806. The driveline disconnect alarms resolved when it appeared that the driveline was reconnected securely to the controller. Additionally from (B)(6) 2023, frequent backup battery fault alarms were observed due to the backup battery not passing the load test. Each time that the load test did not pass, it was due to the difference between the unloaded voltage and loaded voltage of the battery being greater than the designed threshold. The backup battery fault alarm intermittently cleared when the battery was able to pass a load test, as well as during the brief timeframes that load tests were being performed. The backup battery fault alarm did not impact the ability of the controller to operate the pump at the set speed. Multiple attempts were made to obtain additional information regarding the resolution of both alarms and the troubleshooting steps performed; however, no response was received. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, the 11v li-ion backup battery (serial number: (B)(6) was. The returned battery was functionally tested and passed each step of the testing procedure without issue; atypical alarms were not able to be reproduced, and the battery passed multiple load tests. The root cause of the driveline disconnect alarms could not be conclusively determined through this analysis. The root cause of the backup battery fault alarms was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: was manufactured in accordance with manufacturing and quality assurance specifications. It was noted that this controller was shipped with backup battery (B)(6). Backup battery (B)(6) was observed to pass all initial inspection testing. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect, low battery, and backup battery fault alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 left ventricular assist system. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.